Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 00588001602, nexgen rhk femoral component, lot 62217276. 00597206532, nexgen all poly patella, lot 62552088. 00598801018, nexgen straight stem extension, lot 62440598. 00588000510, nexgen tibial full block augment, lot 62458114. 00588000500, nexgen rhk tibial component, lot 62353440. 00598801013, nexgen straight extension, lot 62316850. 68017747, palacos r+g bone cement, lot77514349. Date- implanted at time of event on (B)(6) 2017. Report source: (B)(6). Device is currently implanted. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that three years after a knee arthroplasty that the patient is experiencing a screw backing out of the the articular surface. The leg is locked in extension.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Articular surface exhibits signs of being implanted. It has some metal embedded into the surface and the hinge post extension exhibits damaged threads. Evaluation of the patellar component confirmed that the dome was severely gouged and damaged. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The damage to the patellar component appears to have been caused by contact with the hinge post extension after it had loosened from the hinge post. The cause of the hinge post backing out cannot be determined. Per the packaging insert for the articular surface ¿fracture/damage of the prosthetic knee components¿ and ¿dislocation and/or joint instability¿ are considered to be known adverse effects of the procedure. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It has been reported that the patient underwent a revision of the articular surface as the hinge pin became loose and migrated upwards into the femoral notch. The patella and cylindrical pe bushing of the tibia were also revised due to damage caused by the hinge pin.